Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010, and obtained the following info: the pt alleged that the issue began on (B) (6) 2010 at 7pm. The pt confirmed she received blood glucose results of "370, 475, and 60 mg/dl" with the subject meter, performed within 20 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt confirmed and clarified that she tests her blood glucose 12 times a day and takes humalog and lantus insulin to manage her diabetes. At 7:15pm, the pt stated she increased her insulin dose and took 4 units of insulin based on the "475 mg/dl" reading. The pt confirmed she tested with her backup meter at 7:16pm and received a reading of "65 mg/dl". The pt clarified that approx seven mins after the alleged issue began she experienced symptoms of dizziness, lightheadedness, and also felt as if she was going to pass out. The pt administered self-treatment by drinking four glasses of orange juice at 7:20pm. The pt confirmed she tested on her backup meter at 7:40pm and received a reading of "30 mg/dl" and clarified that the result was due to the insulin that was already in her body. At the time of troubleshooting, the cca verified that the pt was using a correct technique for testing with the reported meter. The cca noted that the pt performed a control solution test that passed. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.